Event description:
Device: stryker pain pump 2 blockaid. Error: e4 pump failure. During pt use, blockaid stopped pumping medication resulting in uncontrolled pain. The pt required a replacement pump and a new supply of ropivacaine. The pump had to be replaced on two separate occasions. During the course of the patient's perineural infusion, the pt used three infusion pumps (where the first two pumps failed).